Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pain, heavy periods and fibroids. On (B)(6) 2006, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced neck pain ("neck pain") and back pain ("back pain"). The patient was treated with surgery (hysteroscopy, d and c). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal, neck pain and back pain outcome was unknown. The reporter considered back pain, medical device removal and neck pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jun-2020: medical records received, new reporter, event medical device removal added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.